Event description:
It was reported that this patient was scheduled to undergo a device change out procedure. This left ventricular (lv) lead was then discovered to be fractured and exhibited noise, therefore the device change out procedure was rescheduled. This lv lead was successfully explanted and replaced with a new lv lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).